Event description:
It was reported to philips that the system would not start up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, during coronary emergency treatment procedure issue got happened. The procedure was completed by using another system. The philips field service engineer (fse) checked system and confirmed that system does not start up. Upon troubleshooting fse found that software in the suite pc has corrupted and needs to be reinstalled. To resolve the issue fse reinstalled software in the suite pc. After reinstallation of software in the suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.